Manufacturer narrative:
Device used in an environment not recommended. If the device is returned it will be evaluated for root cause.

Event description:
Devilbiss healthcare llc is the manufacturer of the device which is an oxygen concentrator. We have not received the device for evaluation. When it becomes available we will file a follow-up report. The end-user was smoking while using oxygen and fell back asleep. It is believed the cigarette fell onto the device and caught fire. The user acquired burns and was taken to the burn unit at the hospital for treatment. She was released. The user manual and labeling on the device warn against use of the device while smoking.